Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a patient that they have undergone multiple procedures since (B)(6) 2015 and mesh was implanted. The patient reported that they are currently self-catheterizing to urinate. Additional information has been requested.